Event description:
It was reported that the doctor encountered shallowing of the chamber during surgery. Doctor completed surgery with a back up unit. No complications or patient injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Field service engineer (fse) visit the site and could not duplicate the reported issue. Fse performed software upgrade, footpedal firmware update, recalibrated vacuum and footpedal. Per fse system meets amo specification.

Manufacturer narrative:
Information received on (B)(4) 2012: no injury to patient. No sutures required and no additional surgical intervention required. Changed phaco machines. Vacuum not sucking up fluid. Patient is female. Corrected data: date of surgery is (B)(6) 2012.